Event description:
It was reported by the surgeon that the cs insert didn't connect to the baseplate (item number 5526-b-700) at the posterior part. Therefore, the surgeon tried another cs insert, which also failed to connect to the baseplate. The surgeon switched to a cr insert, which connected to the baseplate."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR# 9610726-2010-00434.